Event description:
The customer reported to olympus, there was a blunt needle stuck in the biopsy port of the evis exera ii small intestinal videoscope during an unknown therapeutic procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. A foreign object was removed from the channel and the channel was also found to be leaking. The adhesive on the rubber of the bending section was cracked, the distal end plastic cover had dents and deep scratches, there was a small dent and scratches on the insertion tube, there were scuffs on the light guide tube, and there was a pinhole on switch button one (1). The ce (european conformity) and caution labeling were peeling, the side cover plate was missing and there were multiple black dots in the image (scattered image) and minor image saturation. The angulation was low and both control knobs were experiencing play. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years 6 months since the subject device was manufactured. Based on the results of the investigation, the root cause was unable to be determined. Although, the event can be prevented by following the instructions for use which state: to confirm no remaining foreign material by passing forceps through biopsy channel at inspection prior to use. 3.8 inspection of the endoscopic system. Insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. Olympus will continue to monitor field performance for this device.